Manufacturer narrative:
On 10/16/2020, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.# (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve occurred. During the procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium fell off when the dilator was inserted or removed. The issue occurred prior sheath insertion to the patient¿s body. The sheath was replaced, and the issue was resolved. It was also reported that when the thermocool® smart touch® sf bi-directional navigation catheter was connected, error 106 was displayed. The issue was resolved by changing the catheter to another one. This issue was assessed as not reportable since the warning functioned as intended. The procedure was completed successfully without patient consequences. No further information was provided. Should more information become available, it will be reviewed and processed accordingly.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve occurred. During the procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium fell off when the dilator was inserted or removed. The issue occurred prior sheath insertion to the patient¿s body. The sheath was replaced, and the issue was resolved. Device evaluation details: the device evaluation has been completed. The device was visually inspected, and the hemostatic valve was found dislodged into the hub and a kink in shaft. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and unable to advance the dilator since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. The finding of the hemostatic valve dislodgement continues to be deemed MDR reportable as it is consistent with the customer¿s reported event. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device 00001322 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. And it appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. The root cause shaft kinked cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).